Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot was manufactured from january 7, 2015 to january 8, 2015. The device was evaluated at the compounding center. A visual inspection was performed and revealed a white particulate matter floating inside. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in a small volume intermate. The device was filled with an unspecified amount of ceftazidime. This was noted before patient use. There was no patient involvement. No additional information is available.